Manufacturer narrative:
Concomitant medical devices: product ID: 8703w, lot# l36053, product type: catheter. (B)(4). Analysis of the pump revealed no significant anomaly, as the battery depletion was normal.

Event description:
Information was received from the manufacturing representative, regarding a male patient receiving intrathecal dilaudid (concentration and rate unknown) via an implantable infusion pump. The indication for use of the device was for non-malignant pain and failed back surgery syndrome. It was reported that there was 5ml more than should have been at two refills. Under infusion was reported. The catheter was checked via (B)(4) study and was patent. The patient had the pump replaced (B)(6) 1997, and the device was returned to manufacture for analysis. If additional information is received this report will be updated. The medwatch was already submitted, thus the following information was previously reported as part of manufacturer's report 6000030199700242.